Event description:
The initial reporter stated that their administration set leaked at the filter. Mmd did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. No additional information was provided. [Complaint (B)(4)].

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd, the filter was observed leaking and the complaint was confirmed.

Event description:
The initial reporter stated that their administration set leaked at the filter. Mmd did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. No additional information was provided. (B)(4).